Event description:
The doctor reported that when performing a cataract procedure, a posterior capsule tear occurred during polishing with the I/a tip. The customer checked the I/a tip under a microscope and observed a burr-like object. The customer believes that the burr was the cause of the capsule tear. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 07/19/2007.